Event description:
A pt underwent a laparoscopic procedure and may have sustained an injury to the bowel as a result of the electrosurgery being used. The power settings were not known. The pt had returned twice to the operating room for add'l surgery.